Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after 6 years due to critical aortic stenosis in a 60 year old gentleman, and replaced with a mechanical prosthesis. Patient is reported to have multiple comorbidities. Operative report indicates: "[patient] had a calcified prosthetic pericardial valve, with no evidence of any perivalvular leak. The left and right coronary cusps were fused. The noncoronary cusp was also relatively immobile." Notes also indicate that the patient tolerated the procedure well, and transferred to the ICU in critical but stable condition.

Manufacturer narrative:
X-ray. Device evaluation summary: as received, moderate to heavy calcification was observed in the cusps of leaflets 1,2,3. Calcification restricted mobility in the leaflets and led to stenosis. A hole was observed in the cusp of leaflet 3. A tear was also observed in the cusp of leaflet 2, calcification was observed near the regions of the hole and tear. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was heavy at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 on the outflow aspect by approx 2mm. Wireform and band near leaflet 3 distorted. Wireform near leaflet 1 was also exposed on the inflow aspect. These damages are most likely due to explant. Additional manufacturer narrative - device evaluation confirmed presence of calcification in leaflets of the valve and also found heavy presence of host tissue overgrowth. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. This patients comorbidities include hypertension, dyslipidemia uncontrolled type 2 diabetes, morbid obesity which may have played a role in the deterioration of this device. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.